Event description:
It was reported that while inflating this balloon, the inflation device would not hold pressure. There has been no claim of injury related to this event. The device is being returned for analysis.